Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. Beginning the day of onset, the patient was treated with vancomycin 2 grams intraperitoneally every four days (duration prescribed not reported) for the peritonitis event. One day after onset, the peritoneal dialysis catheter was being replaced when the patient passed away. It was not reported if automated peritoneal dialysis therapy was ongoing up until the time of death. Automated peritoneal dialysis therapy was not being performed with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The patient was not recovered from the peritonitis event at the time of death. The cause of death was reported as cardiopulmonary arrest and an autopsy was not performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.